Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm noted. However, the insulin pump had moisture damage to motor.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The customer's blood glucose reading was 20mmol/l. Troubleshooting was performed. Assisted the customer to perform the displacement test and the test failed. It was stated that the device was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.